Event description:
This ra lead was implanted on (B)(6) 1995 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that low impedancemeasurement of 250 ohms on the ra lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).